Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 03/20/2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/24/2016 with the following findings: no evidence in bb history, data overwritten on complaint date due to patient continued use. Could not reproduce complaint during testing. Opened pump, no intermittent conditions found on motor flex connector. Battery cap contact measurements are within specifications. The pump powers on correctly no power interruption was duplicated during investigation. Tightened battery cap fully then loosened one half turn, power to pump was not interrupted. Opened pump, no moisture damage found on power pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.